Event description:
The reporter stated that the blue ball did not seat when the burette was empty. There was no pt injury or treatment.

Manufacturer narrative:
The customer returned one unit to medex for evaluation. Examination of the returned unit showed that the blue ball seated correctly. The lot history was reviewed and was found to be acceptable. Medex was unable to confirm this issue. Based on this info, medex believes that no add'l action is necessary at this time. Medex considers this MDR closed with this rpt.